Event description:
On (B)(4) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving the error 1 error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.